Event description:
It was reported a patient underwent a left hip revision approximately two weeks post implantation due to a fractured femoral head and damage to the poly liner. During the procedure, it was noted that the acetabular and femoral stem were well aligned and well fixed. The poly liner and femoral head were removed and replaced without complications. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00210. D10: cat #: 650-0662 / delta ceramic fem hd 36/+3mm / lot #: 3119039. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photos. Visual examination of the provided pictures identified the liner to be fractured as reported. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues felt a clunk while reaching for a cupboard, evaluation showed a fractured ceramic head, fractured ceramic head into 3 pieces with poly damage. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified liner is fractured. Three pieces were returned, and it is unsure if all pieces were returned. Inner and outer spherical surfaces show gouges, deformation, and nicks. Cut and instrument damage was also noted to the liner. No other damage was noted. The liner was submitted for further analysis. Analysis determined the damage to the liner was potentially all due to impingement after the ceramic head fracture and explanation damage. Please see report for full detail. The complaint is confirmed based on the evaluation of the returned device. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.